Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported hospitalization due to high blood glucose. The blood glucose reading at the time of the event was over 500 mg/dl. Customer experienced dry mouth and frequent urination. Diagnosed hyperglycemia. Hospital treated with insulin. The current blood glucose reading is 199 mg/dl. Customer treated with manual injections. Nothing further reported.